Manufacturer narrative:
A return was issued and the product is awaiting receipt and/or evaluation. A follow up will be filed if/when any additional information is provided.

Event description:
The head section of the bed up when they heard a cracking noise. The head section went back down to the lowered position very hard.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the head end had a damaged housing, which confirmed the original complaint issue. However, the underlying cause could not be determined.

Event description:
The head section of the bed up when they heard a cracking noise. The head section went back down to the lowered position very hard.